Manufacturer narrative:
The device history record for lot 30026124 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Photos of the device were provided by the customer; however, root cause could not be determined. All information reasonably known as of 19 jun 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving two different patients. This is the third of three reports. Refer to 2026095-2020-00102 for the first report. Refer to 2026095-2020-00103 for the second report. Fill volume: 240 ml, flow rate: 5 ml/hr, procedure: chemo infusion, cathplace: unknown, infusion start time: (B)(6) 2020 1600, infusion stop time: unknown. It was reported that the infusion completed 11 hours early. No patient injury reported. The product was used in accordance with instructions. The pharmacist and nurse stated the user or facility conditions did not contribute to the reported incident. The facility has been using the c series pumps "about a year now and the patients are very familiar with how to use the pump properly." The pharmacist and nurse also stated the drug was not a contributor or potential contributor to this incident. Drug/diluent was 5fu [fluorouracil].